Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running startup. The customer also reported that the platelet (plt) backgrounds were failing. The volume of the leak was about 1ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/1/2015. The fse found that the rinse block was not moving properly and was causing the leak. The fse adjusted the rinse block, which repaired the leak. The repairs were verified per established procedures. (B)(4).